Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, a faulty substrate probe is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported ind (indeterminate) flag troponin I (access accutni) result, for one patient, involving the unicel dxc 600i synchron access clinical system. The ind flagged result was not released from the laboratory. The patient¿s sample was retested on an access 2 immunoassay system and produced normal troponin I result. The correct result was issued to the hospital. There was no patient consequence or change in patient treatment associated with this event. The customer indicated all patient samples were reanalyzed with normal results. Beckman coulter customer technical support (cts) advised the customer to wear proper personal protective equipment (ppe) prior to system troubleshooting. The customer discovered the substrate probe had a loose fitting. The customer tightened the loose fitting and resolved the issue. System check passed within specifications, and the instrument was returned to normal operation. No further issues were noted.